Event description:
It was reported to boston scientific corporation on that a resolution clip device was used during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed but failed to release from the delivery system. The clip fell off after the sheath was cut by the site. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. There were no issues with regard to the condition of the patient at the conclusion of the procedure.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.